Event description:
It was reported that a patient experienced permanent atrial tachycardia and symptomatic palpitations following an index procedure involving the sphere-9 mapping and ablation catheter. The patient was diagnosed with organized supraventricular cicatricial arrhythmia via holter test. The event led to a new hospitalization and the patient was treated with a repeat ablation and initiation of a blood pressure medications. The outcome was reported as recovered.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.